Event description:
Information received indicates the head section will not stay up when a patient is in the bed.

Manufacturer narrative:
The technician cleaned the excess grease from the head hi/low brake assembly to repair the bed.